Event description:
It was reported that the patient was hospitalized due high blood glucose because of bent cannula and treated with exogenous insulin, IV fluids and saline on 29 apr 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:3003442380.